Event description:
It was reported that the patient is unable to charge their ipg and has recharge burden. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports the device will be electively replaced by a different model to remove the recharge burden from the patient. This event is no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports the device will be electively replaced by a different model to remove the recharge burden from the patient. This event is no longer reportable.